Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have difficulty sleeping, eating and are dizzy all the time. It was further reported that the right atrial (ra) lead was damaged during a cardiac system upgrade procedure, was dislodged and fractured. The patient also reported their heart stopped during the procedure. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.